Manufacturer narrative:
Omsc evaluated the subject ltf-s190-5 and found the following. A part of bending section rubber of the subject ltf-s190-5 is missing. Omsc checked the device history record of the subject ltf-s190-5 and confirmed there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to external stress. There is a possibility that the missing part remains in the patient's cavity, however no health damage to the patient has been reported after the procedure. The user doesn¿t plan to provide additional treatment for the patient. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user performed laparoscopic cholecystectomy with the subject ltf-s190-5. The procedure was completed without problems. During a reprocessing of the subject ltf-s190-5, the user noticed that a part of bending section rubber of the subject ltf-s190-5 was missing. There was no report of the patient¿s injury regarding this event.